Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting and verified that ion-selective electrode (ise)s over flowing with module raised. Per cts instruction, the customer cleaned one valve at a time and cleaned the cleaned the valve face and the ports on the eic. The customer did not note fibrin. The troubleshooting did not resolve the issue. The customer stated they had done a complete shutdown and boot earlier. A bci field service engineer (fse) replaced the eic valve and that resolved the overflow issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to electrolyte injection cup (eic) overflow. No injury was reported.